Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. It was not reported if the patient was hospitalized for the event. It was reported that the cause of the peritonitis event might be due to poor personal hygiene. However, no additional information was able to be obtained, the cause of the peritonitis was unable to be confirmed, and has been assessed as unknown. The patient was treated with unspecified antibiotics for the event (dose, frequency and route not reported) for peritonitis and has recovered. Dianeal therapy was ongoing. No additional information is available.